Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was not able to adjust their stimulator that had helped control their bladder. Patient stated they saw their healthcare provider (hcp) and their hcp tried to get connected with the patient's implant using the patient's equipment but they weren't able to. Patient reported several times they couldn't make it to the restroom on time and wet themselves. Patient stated this started probably 3-4 weeks ago and stated it happened again the other day. Patient mentioned they had been charging their implant every 2 weeks and stated they thought something was not right because they weren't able to control their bladder. General use of the external devices was reviewed with the patient. Patient services reviewed how to connect with the patient's implant to check therapy status and patient reported getting a power on reset (por) message when trying to communicate with their implant. Patient stated on the call was the first time they saw the por message. Patient dismissed the por message, and reported getting device not responding. Patient services reviewed to ensure patient's communicator was correctly placed on implant and patient pressed retry. Patient then confirmed successfully connected with their implant and reported their therapy was off. Patient stated they last charged their implant last sunday to 100% and stated their implant should only be down to 70% in a week. When asked if near any emi, patient stated they had to go through several metal detectors when their spouse was in the hospital and stated they did not turn off their implant before going through metal detector. Patient services reviewed how to turn the implant on and patient successfully turned therapy back on during the call. Patient confirmed implant battery was at 80% on the call. Patient services reviewed security screening devices compatibility. Patient provided event date as "probably 3- 4 weeks ago". A therapy overview and general programming guidance were provided. Patient services reviewed general use of handset, communicator and recharger. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to their hcp if the issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not being to adjust stimulation was due to going through the metal detector at hospital. They called tech and they told them what to do and problem was fixed. They had to turn it back on.